Event description:
Pt called lfs on 8/26/2003 alleging their meter display would freeze at the code number. The pt reportedly woke up and took their oral medications. They do not remember if they ate breakfast that morning. Pt then began to feel low and shaky and they attempted to test their blood sugar but the meter's display froze. Family member drove pt to the hosp where pt tested low at 2.4 mmol/l. Pt was treated with orange juice and a glucose IV and released when their sugar was normal. The issue with the meter was not resolved with troubleshooting. The case is being reported as a meter malfunction because the meter did not cause or contribute to a serious injury.